Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime/a33 test at motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 200 mg/dl. Customer stated that the drive support cap was protruded. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.